Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl) after their dinner. A correction bolus was administered; however, elevated bg levels persisted. System check with tandem technical support indicated the pump was performing as expected. Contact indicated pump would be reconnected to the site and another bolus delivered. Recommendation was made to change supplies if bg levels persist.